Manufacturer narrative:
No blood, flakes or discoloration in the helium tubing and that all connections were secure. It was likely triggered by a combination of the clinical factors.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.